Event description:
Patient was implanted with 2.7mm/3.5mm lcp lateral distal fibula plate and placed in a walking cast. After the walking cast was removed, patient apparently rolled her ankle and the plate broke. The plate was removed and replaced with a 3.5mm lcp 8 hole plate and screws.

Manufacturer narrative:
Additional information has been requested. Investigation is on-going. Review of manufacturing records has been requested.